Event description:
It was reported that the bd luer-lok¿ syringe luer lok was melted. The following was received by the initial reporter: verbatim: luer lok melted. Unable to use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary: photos and a physical sample were provided to our quality team for investigation. Through visual inspection, the threading is observed to be damaged. A device history review was performed for the reported lot 2006350, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification, no issues were identified. The areas where pieces run in manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue, the damage observed likely occurred due to the product jamming within the manufacturing equipment, causing the deformation within the threading as observed in the sample returned.

Event description:
It was reported that the bd luer-lok¿ syringe luer lok was melted. The following was received by the initial reporter: verbatim: luer lok melted. Unable to use.